Event description:
Due to an alleged failure in the function of a safety device on a safepico blood sampler, a user was stuck by needle contaminated with (B)(6). The customer has claimed that they heard what was thought to be the click indicating that the safety device was now covering the needle, but the safety device slid down exposing the needle, resulting in the customer being stuck. It has been informed that the user who was stuck, is now taking oral medication (types of medicine has not been informed.)

Manufacturer narrative:
Investigation of the actual device has not been possible, as it was disposed of by the customer. It has been tried to recreate the error, in the safety device mechanism from samplers of the effected lot and another lot. The error could not be duplicated. Each safety shield clicked into the lock position and none appeared to be faulty.